Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2014. This report is for an unknown baxter cassette. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported day, the patient was hospitalized for one day for the peritonitis event. The cause of the peritonitis event is unknown. The patient was treated with intraperitoneal (ip) fortaz (1300 mg every day for fourteen days). The next day, the hp began treatment with ip vancomycin (1000 mg every five days for twenty days). At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available. This is report 3 of 3.